Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction: d9. Additional information: h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a log analysis did not confirm the reported issue. Additionally, since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center displayed an e226 and e231 communication errors followed by an image blackout. The issue occurred during a therapeutic procedure. Another device was used to complete the procedure. There was no reported patient harm or impact due to this event.